Manufacturer narrative:
Midmark has become aware of an incident where a child accidentally pressed the foot control of the exam table causing the unit to lower. There was no electrical malfunction of the equipment, it operated as it was designed. As the table lowered, it 'caused the child to become stuck' beneath it. We were informed that the patient suffered a laceration and required sutures. Additionally, this product has exceeded its defined product life of 10 years, and has been discontinued by midmark. This report is being submitted retrospectively per FDA request.

Event description:
Patient inadvertently pressed the foot pedal of the ritter 106 electric bed, causing the beds position to move down. Patient was playing on the floor at the time. The bed came down causing the child to become stuck. Upon removal, the patient suffered a laceration to her forehead. Sent to emergency department for stitches.